Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The reporter noticed that after reaching around 121 to 124 units of insulin in the cartridge, the infusion device failed to deliver correctly. The patient experienced hyperglycemia four consecutive times with the blood glucose levels above 20 mmol/l.